Event description:
A customer reported a delivery issue associated with a replacement adc device. The replacement was originally issued as customer obtained a sensor error message upon scanning. The customer indicated due to a delivery delay, they did not have a device to monitor glucose and experienced an adverse event in which they became dizzy, was unable to speak, and lost consciousness. The customer self-treated with soda provided by a family member. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.